Event description:
The pt presented with acute abdominal pain and underwent lap band explantation last month. The placement of the band was two years ago. Upon removal, there was the possible beginning of erosion of the band noted anterior and lateral along the track of the lap band scarring. This involved ulceration through and through the stomach which had been partially contained by omentum. There was no patient injury.